Event description:
A clinical director reported pt with trace diffuse lamellar keratitis (dlk) 1 day post-op bilateral lasik. The customer indicated the pt was put on a steroid taper and upon additional post-op visit dlk had removed itself. This report is for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).